Event description:
On (B)(6) 2024, I received a cologuard kit at my home. The box prominently displayed a symbol of a thermometer labeled with "15°c to 30°c," which I understood to indicate the required temperature range for the sample kit to remain viable. However, the kit sat at my front door for an extended period, during which outdoor temperatures fluctuated significantly, ranging from freezing to over 80°f. Concerned about whether the kit was still usable, I contacted cologuard support. The representative informed me that the "15°c to 30°c" label referred to the storage temperature range for the kit prior to use. The representative further explained that room temperature was recommended for the kit after sample collection but added, "FDA-wise, that has to be noted," referring to the labeled temperature range. This response raised additional concerns about whether the labeling was merely for regulatory compliance and not necessarily indicative of the conditions required for diagnostic accuracy. When I asked how the required temperature range is maintained during transportation, given that ups standard shipments are not in temperature-controlled environments, the representative was unable to provide a satisfactory explanation. This creates further confusion for patients receiving these kits in regions where temperatures vary significantly, especially in extreme weather conditions. This inconsistency between the labeling on the kit and the guidance from cologuard's support team raises serious concerns. If the temperature range on the label is critical to the kit's integrity, it must be clearly communicated and supported by the company's transportation and handling protocols. Conversely, if the range is irrelevant to the kit's usability, it should not be printed on the box as it causes unnecessary confusion. This conflicting information risks compromising the reliability of diagnostic results and undermines patient confidence. Given the importance of diagnostic accuracy and patient trust, I believe the labeling and associated guidance need immediate review to ensure consistency, transparency, and compliance with FDA regulations. Patients must be confident that the instructions on the product and the advice from support teams align, especially for medical products like diagnostic tests. I believe this issue reflects broader systemic concerns with the transportation and handling of temperature-sensitive diagnostic products. Many regions in the u.s. Experience extreme temperatures, especially in winter and summer, and most standard shipping methods (like ups) do not use temperature-controlled environments. If the temperature range of 15°c to 30°c is critical for product efficacy, the company should implement measures to monitor and maintain temperature during transit or provide clearer guidance to consumers regarding storage conditions. Additionally, the representative's comment that the temperature range is included on the box because "FDA-wise, that has to be noted" suggests that this labeling may be driven by regulatory requirements rather than practical necessity. This raises questions about whether the label truly reflects conditions necessary for the product's diagnostic accuracy or is simply a legal disclaimer. Such mixed messaging undermines patient trust and creates uncertainty about how to handle the product in real-world conditions. I request the FDA to investigate whether cologuard's labeling and support practices align with regulatory requirements and to ensure that patient safety and diagnostic accuracy are not compromised. Patients rely on clear, accurate labeling and consistent guidance to make informed decisions about their health. Thank you for your attention to this matter.